Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that out of range shock impedance measurements were noted when it comes to this device. The most recent data via remote monitoring showed in range shock values. This device remains implanted, and no adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that out of range shock impedance measurements were noted when it comes to this device. The most recent data via remote monitoring showed in range shock values. This device remains implanted, and no adverse patient effects were reported.